Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2014, due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of inflammatory fluid, a loose acetabular cup and a lesional defect in the ilium. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04219 /-06528).